Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the patient stated that they last used the recharger like 2 days ago and it got kind of hot and then it stopped working and won't turn on or charge the implant. Caller stated the recharger is making a quiet beeping noise every 3-4 seconds. Agent walked caller through resetting the recharger and caller confirmed the issue was resolved and they were able to connect to their implant. The troubleshooting steps that were taken on the call resolved the issue.